Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular (rv) lead exhibited high pacing threshold measurements due to a suspected lead dislodgement. The lead was then repositioned with good measurements and no loss of capture (loc) was observed. The lead remains in service. No additional adverse patient effects were reported.